Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of constipation and peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient was constipated. On (B)(6) 2012, the patient experienced peritonitis due to constipation. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number gd892638. No exceptions were observed that were related to the reported condition.